Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. Manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 4. Reference MFR. Report#3006705815-2018-00607, reference MFR. Report# 1627487-2018-02895, reference MFR. Report# 1627487-2018-02896. It was reported the physician believed the patient experienced possible infection at the lead site. The patient was prescribed course of antibiotics. Reportedly, the wound has not healed yet. Surgical intervention may be taken at a later date to address the issue.

Manufacturer narrative:
The reported event cannot be analyzed via laboratory testing.

Event description:
Device 2 of 4. Reference MFR. Report#3006705815-2018-00607. Reference MFR. Report# 1627487-2018-02895. Reference MFR. Report# 1627487-2018-02896. Additional information received identified the scs system was explanted on (B)(6) 2018. The patient was put on oral antibiotics and stayed in hospital overnight. Additionally it was reported the infection was at the pocket site and was getting into the leads. (Reference MFR. Report# 1627487-2018-03535).the physician stated the infection site looked better.